Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.

Event description:
The customer reported the display tis dim to read. No patient harm reported.